Event description:
It was reported that the right ventricular lead had triggered an alert for high impedance and oversensing. The impedance was also noted to be varying. A lead fracture was suspected. The high voltage portion of the lead remains in use and a new pace/sense lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.